Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned starclose se device noted that the clip was fully deployed. All of locator components were returned. A small piece of foreign plastic was lodged at the distal end of the tubeset. The plastic is consistent with handling during shipping and the decontamination process after use; therefore, not related to this incident. The position of the internal components and the clip tine witness marks at the distal end of the carrier tube indicate the clip had been deployed from this device. The garage tube leaves were bent and the vessel locator wings were broken at the distal retaining ring but still attached at the proximal retaining ring. These findings are consistent with the reported damage at the tip of the device and of the clip not releasing as usual, resulting in the device coming out of the artery. Broken wings and damaged garage leaves can be influenced by, but not limited to, tight tissue track, deployment in challenging anatomies, deployment of the clip outside of the ateriotomy or manufacturing. To assure that product operates according to specification, each device is inspected during manufacturing and a quality audit is performed. At clip deployment the vessel locators are designed to automatically collapse and not interfere with clip delivery. However, in this case, the wings did not collapse into the tubeset. The most probable cause for broken locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This may create distal forces that result in breakage of the locator wings resulting in a failure to deploy the clip at the intended site. Because the locators were damaged during deployment, loss of arterial access occurred. The type of damage noted at the garage leaves and vessel locators generally creates resistance during thumb advancement and or a difficult removal condition. However, in this case, neither resistance nor difficult removal was reported to have been experienced. Based on the analysis, the reported difficulty during clip deployment is confirmed. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database did not indicate a lot specific issue. Based on the analysis, the damaged vessel locator wings and garage leaves interfered with clip deployment resulting in the reported hemorrhage that required manual compression. The cause for the damaged components could not be determined; however, the difficulties appears to be related to the operational influences during use and not a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, during clip deployment, the clip did not release as usual and the device came out of the artery. There was no resistance noted during advancement of the device, during deployment of the starclose se sheath, or during removal of the device. Upon removal of the device, the tip was noted to be damaged. It was not known if the clip deployed in the artery or if it remained within the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.